Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt had pseudomonas pneumonia and that their brain stem was dying. No autopsy was performed. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.